Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was indwelled for the patient on (B)(6) 2021 to drain the residual calculus and to prevent retro-infection after transurethral ureteral/renal holmium laser lithotripsy under general anesthesia. Stated that the patient's urine became clear on (B)(6) 2021 and the catheter was expected to be removed. The water in the catheter balloon could not be drawn out. The doctor drained out the water from the balloon completely using a sterile metal hollow guide wire and the catheter was removed. There was no serious adverse injury to the patient.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (over aspirated or incorrect syringe or collapse lumen or sac close eye or valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and label liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was indwelled for the patient on (B)(6) 2021 to drain the residual calculus and to prevent retro infection after transurethral ureteral or renal holmium laser lithotripsy under general anesthesia. It was stated that the patients urine became clear on (B)(6) 2021 and the catheter was expected to be removed. The water in the catheter balloon could not be drawn out. The doctor drained out the water from the balloon completely using a sterile metal hollow guide wire and the catheter was removed. It was noted that there was no serious adverse injury to the patient.